Event description:
During the procedure, a pericardial effusion was noted while mapping the left atrium with the advisor hd grid catheter. A pericardiocentesis was performed. The pericardial effusion was diagnosed with ultrasound the physician does not know when the perforation occurred, where the perforation is located, or which device caused it. There were no performance issues with any abbott device. The patient did not have prior cardiac or non-cardiac problems/procedures.